Event description:
Svn: (B)(6). 1. Start date of the sensor: on (B)(6) 2023 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: abdomen 5. Date of sensor alert: on (B)(6) 2023 6. Hour of sensor alert: 7. Sensor alert missing reason: complaints text on (B)(6) 2023 08:53:05 erp_rfc_user related svn: (B)(6) complaints text on (B)(6) 2023 08:52:58 tuccic1 cust requested replacement be shipped to (B)(6). Batch missing reason updated to other due to (B)(6) not accepted in the system. Complaints text on (B)(6) 2023 08:45:23 tuccic1 customer concern: cust sts she received a change sensor alert and that sensor was reading low (50) and she checked bg and it was 160 mg/dl) dop114-980doc: change sensor/sensor updating/sg value not available/calibration not accepted document system model number: 770g document transmitter model: mmt-7911na would customer like to continue troubleshooting to review factors that may lead to sensor alert?: no document sensor alert reported by customer: change sensor alert is non-serialized product being replaced? Yes, inform customer about product replacement policy. Document replacement mmt# and quantity: mmt-7020lb is non-serialized product being returned? No, dop114-980doc: sg vs. Bg guardian sensor 3/guardian 4 sensor document system model number: 770g document transmitter model: mmt-7911na was insulin delivery suspended due to sg vs bg difference? No, document sg value from reported event: 160.00 mg/dl document bg value from reported event: 50.00 document the difference in value between sg and bg: 110.00 is difference between sg and bg within the target range? No, does customer take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide)?: no, review customer's account. Is this customer's 2nd call on the same sensor and/or if they have called more than once regarding sg vs bg differences within the last 30 days? No offer to review site selection, taping, insertion and calibrations. Would customer like to review any of these items? No, explain common contributing factors include non-optimal insertion, site location, taping, and timing of bg entries. Refer customer to IFU or additional online resources as applicable: yes, is the difference occurring with the current sensor or a previously removed sensor? Previous sensor how long was the sensor worn? Fewer than 4 days was there a high/low bg event related to the sg vs bg event? No, is non-serialized product being replaced? No, is non-serialized product being returned? No, dop114-980doc: bent sensor is customer reporting bent sensor, needle break, or sensor retraction? Bent sensor is customer reporting a sensor with a slight bend or curve? No, describe damage to sensor cannula (bent, crimped, etc.): bent document day the bent sensor occurred: day 2 document the site location: abdomen does customer have sufficient subcutaneous tissue where sensor is inserted? (Review optimal site selection as needed) document findings: yes, offer to review sensor best practices (site selection, taping, calibration protocol). Does customer wish to review any of these items? No, is non-serialized product being replaced? No, is non-serialized product being returned? No.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.